Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer, via social media post, reported conflicting results with the binaxnow¿ covid-19 antigen self test performed on an unknown date. The consumer stated that they took four tests; the first test generated a positive result, the second and third test generated negative results and the fourth test generated an invalid result. No further information was provided regarding health status and outcome.